Event description:
It was reported patient presented with discomfort in arm and tender to touch, no venous return from PICC, and discomfort on flushing. Reviewed by doctor. Chest x-ray confirmed tip of PICC in correct position. Doppler carried out, no dvt. Reports pain on flushing, advised removal of PICC and on assessing PICC split in PICC at 7cm from zero. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.